Event description:
Instrument was sent in for repair, reported as "won't fire". When evaluated, it was found to have wire in the tip and shooting straight shots.

Manufacturer narrative:
Comaplaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended, maximum number of constructs, as specified in the instructions for use for this device.